Event description:
Initially, it was reported by arjohuntleigh representative that marisa stuck during use: "marisa floor lift get stuck in the up position over the weekend with a resident in it. The emergency lowering button did not work. No one was harmed, they did a 3 person lift out of the arjo". From the information received there is no indication that any injury occurred to the pt or caregiver. Reference MFR report # 9611530-2014-00017.